Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported " after the catheter inserted, the pump failed to start. After immediately replaced the new pump, it could be used normally". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn #(B)(4). The reported complaint that the "pump failed to start" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "after the catheter inserted, the pump failed to start. After immediately replaced the new pump, it could be used normally". No patient injury or consequence reported. The patient's current condition is reported as "fine".